Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin delivery was stopped due to pump error. Customer¿s blood glucose level was unknown. Customer also reported that they were able to clear the alarm and able to rewind the insulin pump. Displacement test was successful at this time. Insulin pump will not be returned for analysis.